Event description:
Nt821731c - same stopcock on the distal end of the cath, stopcock broken.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per doc (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA: 005781. Further investigation to be carried out.

Event description:
Nt821731c - same stopcock on the distal end of the cath, stopcock broken.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date of product: 08 june 2024 device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently at the CAPA plan status. Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "luer lock broken off." This determination is based on the information received from the customer. Root cause/failure investigation: the patient-line stopcock broke by where the female luer is located. The breakage of the components indicates that the user applied excessive torque. It seems that the user possibly tried to remove something from the stopcock with a tool and applied excessive force on the female luer. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. The device failed to meet specification. Failure mode: confirmed / stopcock breakage during use.